Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 435 mg/dl. Customer stated the act and esc button is not working consistently. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 435 mg/dl. The customer was treated manually with a syringe and she is fine now. Customer declined to troubleshoot for compromised force sensor, motor error, damage and high blood glucose.

Manufacturer narrative:
The insulin pump alarmed during prime test due to moisture damage on the forced sensor resistor and unable to perform occlusion test, prime test and excessive no delivery test due to a33 alarm. No motor error alarm noted during bolus and basal delivery; the motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump also was received with intermittent button response on the up arrow, act, escape and bolus button due to flattened and created button dome switch. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump passed the displacement test, self-test, a21 error test, rewind, basic occlusion test and off no power test. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.